Manufacturer narrative:
A facility reported they were not using rapicide pa high level disinfectant (hld) test strips to check the minimum required concentration (mrc) of rapicide pa hld used in their automated endoscope reprocessor (aer). Mrc of the hld was not confirmed, thus there is potential that endoscopes were not adequately high-level disinfected. Medivators clinical education specialist (ces) was onsite to perform an in-service training for their aer and observed the technicians not using test strips after the cycle was complete. Medivators ces supplied the facility with a box of rapicide pa test strips and the facility staff used the test strips the rest of the day. The facility reported they were out of test strips for the last two working days and had reprocessed about 60 endoscopes. The nurse manager and sterilization supervisor were aware they were out of tests strips and reported they had some on order. The rapicide pa hld instructions for use states to check the use solution with an rapicide pa test strip to ensure that it is above mrc. There have been no reports of patient harm or adverse event. This complaint will continue being monitored in medivators complaint handling system.

Event description:
A facility reported they were not using rapicide pa high level disinfectant (hld) test strips to check the minimum required concentration (mrc) of rapicide pa hld used in their automated endoscope reprocessor (aer). Mrc of the hld was not confirmed, thus there is potential that endoscopes were not adequately high-level disinfected.